Event description:
A (B)(6) female admitted to the hospital for severe left hip pain. Per history patient sustained a fracture of the femoral neck left hip two years ago. She underwent placement of cementless austin-moore hip prosthesis at another facility. As reported after her placement she developed more and more pain for the last year has had severe pain in the region of the groin, but also down the thigh. Intra-op her surgeon noted the articular cartilage within the acetabulum had been eroded and now exposed bone. The patient was also noted to have subsidence of the austin-moore prosthesis within the canal of the femur and that there had been a good deal of proximal bone loss medially. On this admission patient underwent revision of left total hip arthroplasty.